Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in mild tortuous and moderately calcified left anterior descending artery (lad). A 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. During inflation, the balloon rupture was observed at 6 atm for the first time when used in the lad lesion. The balloon was removed successfully from the patient. Procedure was completed with another of same device. No patient injury reported.